Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 24.3 mmol/l at the time of the incident and was treated with insulin pump. Current blood glucose level was 21.5 mmol/l. Customer was using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for presence of leaks or air bubbles. The insulin pump programming was up to date. Customer stated that insulin pump passed all the test. The device will not be returned for analysis.